Manufacturer narrative:
There was no button error alarm. The pump was received with intermittent button response due to moisture damage keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 42mg/dl. The customer treated the low with juice. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.